Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot complete incoming functionality testing) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the failure was the electrode belt distribution node (dn) to rear cable was severed with all wires cut. The root cause for severed cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.